Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study: (B)(6). Clinical adverse event received for intraoperative bone fracture. Event is serious. Event is possibly related to device and is probably related to procedure. Date of implantation: (B)(6) 2010, date of event (onset): (B)(6) 2010, (right hip). Treatment: intraoperative orif. Additional information received: on (B)(6) 2010, the patient underwent a primary right hip arthroplasty due to avascular necrosis. During impaction of the acetabular cup, a small fracture was noticed in the posterior wall. The acetabular fracture was corrected intra-operatively with a 5-hole small fragment pelvic reconstruction plate along with four screws.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the non-conformance (nc) system finds no ncs associated with this product/lot combination. Device history review: a search of the non-conformance (nc) system finds no ncs associated with this product/lot combination.